Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate treatment, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated approximately 96,000 joules. There was no pt injury. No end user injury was reported. The procedure was completed with another fiber. The procedure had been initiated with a different fiber (reference MFR report number 2937094-2012-00169).